Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman technical support and found the sample probes were leaking. The customer replaced the sample probes to resolve the issue. The customer performed calibration and quality control, which all passed. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is: (B)(4).

Event description:
The customer reported three (3) patients had low results for sodium (na), chloride (cl), glucose (glu) and calcium (calc) on their dxc 700 au clinical chemistry analyzer. The customer repeated the samples on another au analyzer and results were still low and not released out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only results for sodium.